Manufacturer narrative:
An event regarding disassociation involving a gmrs stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's stem disassociated from the stem extender. The exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for implant dissociation after revision. It was reported that the patient's left knee was originally revised 12 days after implantation due to dissociation of the stem from the stem extender. Intra-operatively, it was confirmed that no implants broke, they simply separated. Surgeon reduced the patient and re-impacted the implants (nothing was removed). Rep confirmed there was nothing unusual about the technique for the original implantation. Surgeon has experience with the implant system over hundreds of cases. 9 days after revision, surgeon notified rep that the implants dissociated again. At the time of report, surgeon's plan for the patient is unknown.